Event description:
During baxter's functionality testing of a spectrum infusion pump, it was found that the device had an undetected downstream occlusion. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation is in progress. When the evaluation is complete, a supplemental report will be submitted.